Manufacturer narrative:
Batch review performed on 19-may-2023. Lot 2009608: (B)(4) items manufactured and released on 14-oct-2020. Expiration date: 2025-10-04. No anomalies found related to the problem. To date, 150 items of the same lot have been sold with no other similar reported case during the period of review. Additional component involved, batch review performed on 19-may-2023. Ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot 2002607: (B)(4) items manufactured and released on 30-jul-2020. Expiration date: 2025-07-21. No anomalies found related to the problem. To date, 411 items of the same lot have been sold with another similar reported case during the period of review.

Event description:
At about 2 years and 3 months after the primary surgery, the patient came in reporting pain due to a leg length discrepancy and the cause is unknown. The surgeon revised the head and liner and the surgery was completed successfully.